Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the image acquisition system was not available. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The investigation was for reported incident was completed by technical experts. Based on the system behavior and error logs, the involved customer service engineer (cse) replaced the image acquisition system (ias) pc, however, the issue continued to be observed on august 26th and august 28th. Following a detailed investigation at the site, the cse replaced the real time controller (rtc) including flat panel detector receiver (fdr) board. Following the replacement, the system works as specified. According to the technical expert, the most probable root cause is a sporadic hardware issue on the fdr board. This assumption is based on the fact that the system recovered following system power off/on. Internal ID# (B)(4).